Event description:
The customer reported that after advising a shock, the unit would not charge or discharge.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.